Event description:
The customer reported the evis exera iii video system center is unable to display image on the monitor. In addition, all three enhance buttons were lit up upon power on. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, front panel light-emitting diodes were lit up and the buttons were unresponsive due to faulty dp board. In addition, no image output due to faulty dp board was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the phenomena ¿no image¿ and ¿button did not respond¿ occurred due to the faulty circuit (dp) board. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.